Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device cannot be decontaminated.

Event description:
The surgeon reported that a gamma nail was implanted in (B)(6) 2020 and the patient presented with a foreign body. The patient was revised on (B)(6) 2021 and the surgeon reported that the foreign body is the tip of a gamma 3 locking (expandable) screw driver. The surgeon reported that the unintended metal was found at the top of the patient's femur. Patient required reoperation surgery to remove the broken tip.

Event description:
The surgeon reported that a gamma nail was implanted on (B)(6) 2020 and the patient presented with a foreign body. The patient was revised on (B)(6) 2021 and the surgeon reported that the foreign body is the tip of a gamma 3 locking (expandable) screw driver. The surgeon reported that the unintended metal was found at the top of the patient's femur. Patient required reoperation surgery to remove the broken tip.

Manufacturer narrative:
Correction; please refer to d9/h3, h6 method, results & conclusion codes. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the returned device shows intensive traces of use and is indeed broken. The moveable blade was found completely broken off at the level of the end of the slot. The breakage surface shows the typically structure of a brittle fracture, due to a bending overload. To prevent bending the screwdriver (sleeve) is laser-marked with the printing ¿do not lever¿. Also, this is not the correct instrument to use. The device history record could not be reviewed because the affected device was not completely returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The operative technique instructs user that: ¿assemble the set screw to the set screwdriver.¿ formal medical opinion was sought from an experienced independent medical expert as below; ¿the insertion of the set screw should be performed with the flexible set screwdriver. The probable root cause of the screwdriver tip breakage is improper use of the wrong instrument.¿ based on investigation, the root cause was attributed to a user related issue. The failure was caused by improper use of the wrong instrument. The insertion of the set screw should be performed with the flexible set screwdriver. The optech also states ¿assemble the set screw to the set screwdriver.¿ also, the breakage indicates it to be a brittle fracture due to a bending overload. If the remaining part of the device is returned or any further information is provided, the investigation report will be reassessed.